Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported customer experiencing an allergic skin reaction after 8 days of wearing an adc freestyle libre sensor. On (B)(6) 2018, customer experienced symptoms described as bruising, suppurate and scab formed at the insertion site and had contact with a healthcare professional who prescribed unspecified antibiotics for treatment. Caller further reported that she also treated customer with an unspecified medication. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported customer experiencing an allergic skin reaction after 8 days of wearing an adc freestyle libre sensor. On (B)(6) 2018 customer experienced symptoms described as bruising, suppurate and scab formed at the insertion site and had contact with a healthcare professional who prescribed unspecified antibiotics for treatment. Caller further reported that she also treated customer with an unspecified medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.